Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was implanted with an ins and lead on (B)(6) 2018 for right foot pain. The rep reported that the patient complained of left leg pain in post-operative. The surgeon returned the patient to surgery and replaced the lead with a paddle lead for right foot pain. The patient continued complaining of left lower calf pain in post-operative, however seemed to have some improvement compared to the previous lead. The patient continued to experience lower left leg calf pain the following post-operative day, therefore the surgeon removed the entire system. The surgeon stated that there were no signs of stenosis from the MRI and no signs of pressure on the dura when the lead was inserted or removed. The rep reported that nothing appeared to be an issue during implant. The lead was repositioned for ideal midline placement and closure of the spine and battery pocket incisions were completed. The rep reported that ap and lateral x-rays were taken of the lead and displayed normal posterior epidural placement. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's lead was implanted on (B)(6) 2018 but was taken out on the same day because the patient felt pain and discomfort. The patient's weight was unknown. No further complications reported.